Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a lost sensor alert on their insulin pump. The customer's glucose level was at 127 mg/dl. Customer states the pump is not communicating with the transmitter. Customer was helped with trouble shooting and found that tip of the sensor was squashed and under the tape. The customer was advised that the sensor may not be working because it may be dislodged, bent, retracted, or damaged. A new sensor was shipped out. No. Further information was provided.